Manufacturer narrative:
Visual inspection of the returned screws found large fractures along both screw heads. A review of the manufacturing record for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013.based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plug.

Event description:
It was reported that the screws splayed during torquing of cross threaded plugs. Subsequently, the screws was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product still en route to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.